Event description:
It was reported that the hcp inserted the lead into the needle, but it would not go up through needle. The hcp pulled the lead out and noticed it had an unusual curve at the tip - like there was a kink at the end. The lead was replaced, there was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the lead model 3778-60, lot va00c90005 found no anomaly. Analysis of the green handle blue cap stylet lot unknown found the wire was bent 0.5cm from the distal end, causing it to be stuck in the lead. (B)(4).

Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.